Manufacturer narrative:
Block e1: initial reporter address: (B)(6); reported here as the reporter address exceeded character limit for the designated field. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a wall of necrosis procedure performed on may 15, 2025. The physician was using the eus method of deployment with a side view eus scope where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During procedure, the front of the stent could not be deployed. It was further reported that the ceramic nose cone at the right end was not able to go through the cyst wall after being powered on. It was noted that the tissue of the target location turned white but very slightly. The ceramic nose has turned black after multiple operations of not being able to cauterize towards the cyst wall. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address: no. (B)(6); reported here as the reporter address exceeded character limit for the designated field. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11 an axios stent and electrocautery enhanced delivery system was returned for analysis. Visual examination of the returned device found the stent fully expanded and deployed. There were also no damages found in the delivery system and tip of the nosecone had evidence of cautery. The electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no issues were noted. Also, the device was connected to the erbe, and bubbles was seen in the saline solution that is evidence that the tip is working properly. Additionally, there were photos provided in the documentation which it can be observed that the stent was fully expanded and deployed. The reported event of stent failure to deploy cannot be confirmed as the device returned with the stent fully expanded and deployed. Additionally, the reported event of cautery delivers energy intermittently cannot be confirmed as there were no damages found in the delivery system and the tip of the nosecone had evidence of cautery. The electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no issues were noted. Also, the device was connected to the erbe, and bubbles was seen in the saline solution that is evidence that the tip is working properly. Since the investigation findings did not identify any evidence of either the alleged issue it is concluded as no problem detected. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a wall of necrosis procedure performed on (B)(6) 2025. The physician was using the eus method of deployment with a side view eus scope where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During procedure, the front of the stent could not be deployed. It was further reported that the ceramic nose cone at the right end was not able to go through the cyst wall after being powered on. It was noted that the tissue of the target location turned white but very slightly. The ceramic nose has turned black after multiple operations of not being able to cauterize towards the cyst wall. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6); reported here as the reporter address exceeded character limit for the designated field. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11 an axios stent and electrocautery enhanced delivery system was returned for analysis. Visual examination of the returned device found the stent fully expanded and deployed. There were also no damages found in the delivery system and tip of the nosecone had evidence of cautery. The electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no issues were noted. Also, the device was connected to the erbe, and bubbles was seen in the saline solution that is evidence that the tip is working properly. Additionally, there were photos provided in the documentation which it can be observed that the stent was fully expanded and deployed. The reported event of stent failure to deploy cannot be confirmed as the device returned with the stent fully expanded and deployed. Additionally, the reported event of cautery delivers energy intermittently cannot be confirmed as there were no damages found in the delivery system and the tip of the nosecone had evidence of cautery. The electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no issues were noted. Also, the device was connected to the erbe, and bubbles was seen in the saline solution that is evidence that the tip is working properly. Since the investigation findings did not identify any evidence of either the alleged issue it is concluded as no problem detected. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a wall of necrosis procedure performed on (B)(6) 2025. The physician was using the eus method of deployment with a side view eus scope where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During procedure, the front of the stent could not be deployed. It was further reported that the ceramic nose cone at the right end was not able to go through the cyst wall after being powered on. It was noted that the tissue of the target location turned white but very slightly. The ceramic nose has turned black after multiple operations of not being able to cauterize towards the cyst wall. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.